Manufacturer narrative:
Not avail.

Event description:
This report relates to information provided by a consumer regarding an event involving the sexual partner 2 (female). The report was received via telephone from canada on 03 apr 2026. According to the consumer, his sexual partner 2 initiated use of a trojan bareskin condom, which reportedly broke during use. As per case description, the consumer bought 2 boxes of bareskin condoms. During first use with sexual partner 1, one of the products reportedly broke. The consumer stated that sexual partner 1 was infected with a sexually transmitted infection, and he believes transmission occurred from partner 1 to himself. The consumer further stated that later the condom broke with another girl (sexual partner 2) during use and he believes he transmitted the infection to partner 2 following the product failure. He threw away the other box. All information regarding the partner's condition and transmission was reported by the consumer and has not been medically confirmed. No information regarding partner diagnosis, treatment, or clinical outcome was available. No additional information was provided. Note: this case is linked to same reporter case aer number (B)(4); (c&d ref. 07920253- consumer ade) and (B)(4); (c&d ref. 07920306-consumer's partner 1).